Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Results of investigation: the carefusion failure analysis laboratory received the suspect user interface module (uim) for investigation. The failure analysis lab performed power cycle runtime routine and power testing, which found low voltage output on the 3 volt coin cell battery of the control board on the suspect uim. The fa lab was able to duplicate the reported customer event and determined that the cause was associated with the low voltage state of the coin cell battery. This issue will be internally investigated within carefusion.

Event description:
The customer reported the screen was blank on this avea ventilator on power up but the leds are still lit up. The customer stated that this unit was not on a patient.